Event description:
Customer reported a button error on her insulin pump. The esc and act buttons are not working. Customer cannot clear the alarm. In the past, customer would just keep pressing buttons until it worked again. Customer's blood glucose is 283 mg/dl. Customer is high because she is not connected to the device. She will treat with insulin pens. Customer holds the device against her body. It may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No meter anomaly, empty reservoir anomaly or beeping anomaly could be verified due to the keypad anomaly. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.